Manufacturer narrative:
This product has been received for analysis; however, analysis has not begun. Additional information has been requested and will be provided within 30 days of receipt.

Event description:
The jindo guidewire (503552) was being used for a cross over technique; however, the coating on the guidewire begin to section of the device. None of the particles remained in the patient. There were no cracks or damages noted prior to the use of the device. There were no other noted problems. There was no injury to the patient. The product will be returned for analysis.